Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The patient was doing well with no signs of infection. The hcp indicated that the patient had systemic inflammation and were not sure if it had anything to do with the pump. The swabs were inconclusive as the patient was on an antibiotic. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp to update patient weight. No further complication was reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.05 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had recently had a pump and catheter placed with wonderful efficacy and pain relief. On (B)(6) 2018), the patient presented to the ER (emergency room) with neck pain and a low-grade fever. There was concern for meningitis. The infection was noted to be associated with the implant procedure. The ER doctor tried to aspirate from the cap (catheter access port), but was not comfortable with the procedure so decided they would have a different physician do a lumbar puncture under c-arm the next day. The patient was given keflex. The pump and catheter were proactively removed on (B)(6) 2018) morning. Swabs were sent and csf (cerebrospinal fluid) and the pump and catheter were all in the lab being analyzed. No further complications have been reported as a result of this event.